Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During evaluation a leak was noticed in the pump tubing during disinfection. The tubing was visually observed and the pump tubing was noted to be split. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager reported that the tubing from the fresenius combiset bloodlines split. No leak was observed, however the patient¿s blood was unable to be rinsed back. The event occurred when there was 15 minutes left of the patient¿s 4 hour hemodialysis (hd) treatment. The machine, a fresenius 2008k machine (serial number and catalog number unknown) alarmed with venous chamber alarm. The clinic manager confirmed a fresenius dialyzer, optiflux 180nr (lot number unknown) was also being used. The patient¿s treatment was discontinued. The patient's estimated blood loss (ebl) was approximately 300 ml. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. It was confirmed that the complaint device was available to be returned to the manufacturer for physical evaluation.